Event description:
A report was received that during a trial procedure, the patient had significant dura puncture while the epidural needle was inserted. The patient had spinal headache and pain medication was given. The patient is doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50e, serial #: (B)(4), description: trial linear st lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.